Event description:
Event description guidant received information that this lead was electrically abandoned with this patient's pacemaker due to lead impedance measurements of greater than 2500 ohms. Additionally, the lead was not sensing and no capture could be obtained despite maximum pacing outputs.